Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undefined impedance qualified as high and a polarity switch noted on the right atrial (ra) and right ventricular (rv) leads. It was also reported there was oversensing of artifact noted on stored electrograms (egm). It was noted the patient had a lead revision procedure on the day of the alerts. The leads remain in use. No patient complications have been reported as a result of this event.